Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed that one of the supports had detached from the device. The guide bead of the tissue bag was stuck on the support with the tissue back in a partially rolled configuration. Based on the condition of the returned unit and the event description, it is likely that the guide bead of the tissue bag jammed on the support, which prevented the device from retracting. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unk. Metal ring of the retrieval bag broke away and split from the working mechanism when advanced. [Account] contact old rep on 11/02/19. No other information was able to be obtained. Patient status: unk. Type of intervention: unk.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unk. Metal ring of the retrieval bag broke away and split from the working mechanism when advanced. [Account] contact old rep on (B)(6) 2019. No other information was able to be obtained. Patient status: unk. Type of intervention: unk.